Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. Subsequent information was received that this rv lead has exhibited a gradual rise in shock impedance measurements. The remote monitoring system recently indicated high out of range shock impedance measurements. Isometric tests were performed and all were appropriate except when the patient reached across her chest with her left arm. Myopotentials were observed on the shock channel and the shock impedance measurement increased. All other lead integrity checks are within range and un-altered and steady from implant. No adverse patient effects were reported.